Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported (neutral pad not detected by the erbe generator) error was not confirmed and not replicated. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the unit had been received with a broken bezel. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. As a result of these findings, failure analysis was not able to determine the root cause.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tarup surgical procedure, a clinical sales representative (csr) called in to report that the neutral pad was not recognized by the erbe generator. Prior to calling, they had already rebooted the generator several times, replaced the neutral pad as well as the neutral pad cable twice, and repositioned the pad on the patient with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to apply some lotion on the patient skin and retry; however, it was already done without success. The caller stated the neutral pad was working on the another generator. The tse verified that the generator was set to either way which was the case. The customer elected to continue the procedure using an external generator. The procedure was delayed for less than 15 minutes and completing as planned with no report of patient injury.